Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2014 due to the development of an anterior subcapsular cataract. The cataract was removed and an iol was implanted the same day. The cataract was first noticed on (B)(6) 2010. The patient complained of blurry vision and glare. When the lens was explanted, the lens had a low vault and had rotated 90 degrees. The reporter stated the patient had lasik enhancement while the icl was implanted and this may have contributed to the development of the cataract. The patient is doing very well.

Manufacturer narrative:
(B)(4) - cataract, induced, blurred vision, (glare), size incorrect for patient, (lens explanted), unintended movement. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly micl was explanted six years after implantation to address patient visual disturbances ("blurred vision") caused by development of anterior subcapsular cataract. Cataract was removed and iol was implanted at the same surgery date. The patient was doing very well. Given the information that low icl vault and rotation was observed at the secondary surgically intervention there was a possibility that user error (misplacement during initial surgery) have contributed to the reported event. Literature reports that approximately 6-7% of patients develop anterior subcapsular cataract following icl implantation but only 1-2 % progress to clinically significant cataract, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible cause of the event may be user error (misplacement during the initial surgery). (B)(4).

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).